Event description:
The pt received his scs system consisting of two surgical leads and an ipg on (B)(6) 2005. It was reported the pt wanted the system removed as he was no longer receiving therapy from the stimulation. It was reported that during the explant procedure, the physician had difficulty removing one of the leads (lot number not noted). The physician allegedly had to pull on the lead several times and needed to use cautery to dislodge the paddle portion of the lead from the dura mater. Once the lead was removed, the physician noted one of the electrodes was missing from the paddle (stimulation) end. The lead was returned to the MFR with one missing electrode. Attempts to f/u with the pt were unsuccessful. No add'l info is available.

Manufacturer narrative:
Results: the lamitrode was received incomplete and the paddle had significant damage. It is believed based on the event details that the lamitrode paddle damage was caused by over stress during the explant procedure. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.